Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and calcified lesion, located in the proximal left main coronary artery, exhibiting 70% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The stent was deployed. It was observed under fluroscopy that stent rods ruptured at a sharp angle. There was concern that thrombosis or another more severe coronary injury could occur, so it was necessary to crush the stent against the wall of the artery with another resolute integrity, since it was not possible to remove it. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: crushing the stent to the vessel wall was carried out as a precaution. This was to preserve the treated artery, since there was a stent fracture and there was a concern that it could have led to thrombosis. If information is provided in the future, a supplemental report will be issued.